Event description:
It was reported that during a sterile processing it was discovered that the power module device was "not working". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. The exact date of the event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device did not function. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.